Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent had a deployment failure at the distal region. When the pipeline was inserted into the phenom 27 and an attempt was made to remove the sleeve in the m1 segment, however, it failed to deploy. Afterwards, the stent resheath was done on the microcatheter and the sleeve was flipped to attempt deployment but it was confirmed under fluoroscopy that the tip of the stent was not deployed. The pipeline was positioned in a bend at the center region. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 3 or more times. There were no operations used to deploy the stent. The stent was resheathed and retrieved with the microcatheter. The device was not used off-label and was prepared as indicated in the IFU. Ancillary devices include: phenom 27 microcatheter, lot: 222457546.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause has not been identified. The patient had a medium to strong tortuosity curvature and a strong vascular sclerosis, so it is believed that the two factors of the vascular structure and the product lead to a poor development.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was undergoing treatment for a saccular aneurysm located in the ic-cavernous segment. The max diameter was 15mm, and the neck diameter was 7mm. There was moderate flexion in the cavernous sinus of the internal carotid artery, which was the indwelling part. In addition, the angle from aorta to the entrance of the common carotid artery was steep.